Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-16236 and 1627487-2013-16238. The pt's wife stated the pt's scs system was explanted "a while ago" due to burning and increased pain. The pt clarified in follow-up that he experienced pocket heating at all times. The explant date is currently undetermined. No further information is available at this time.